Event description:
It was reported that the patients lead was broken. Additional information was received that the patient leads only had high impedances not physically broken. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500 model: sc-2352-50. Serial: (B)(6). Batch: 20012260/20565045.

Event description:
It was reported that the patients lead was broken.